Event description:
It was reported that during an access pathways/wpw, a ventricular fibrillation was induced. This occurred when the 20 pole b port (with bard catheter pinned to a pin block) was enabled for pacing through carto3 system. They had to defibrillate the patient to revert the patient to sinus rhythm. Before they discovered the cause of induction, they ablated again and the patient was again induced into ventricular fibrillation. The customer disabled pacing on carto 3 and the patient almost immediately resolved to sinus rhythm and no defibrillation was necessary. The patient was stable. It is undetermined, if any other catheter ports were routed for pacing, that ventricular fibrillation would have been induced, as they did not have any other ports open for pacing during ablation after this incident. There was also a cs catheter connected to reference deca port, and a quad catheter connected to quad a. Verified that the stim cable was pinned properly above the rf port on the piu.

Manufacturer narrative:
(B)(4). It was reported that during an access pathways/wpw, a ventricular fibrillation was induced. This occurred when the 20 pole b port (with bard catheter pinned to a pin block) was enabled for pacing through carto3 system. They had to defibrillate the patient to revert the patient to sinus rhythm. Before they discovered the cause of induction, they ablated again and the patient was again induced into ventricular fibrillation. The customer disabled pacing on the carto 3 system and the patient almost immediately resolved to sinus rhythm and no defibrillation was necessary. The patient was stable. It is undetermined if any other catheter ports were routed for pacing that ventricular fibrillation would have been induced, as they did not have any other ports open for pacing during ablation after this incident. The bwi field service engineer replaced the patient interface unit (piu) and performed a full atp. The system passed all tests and was ready for use. The bwi field service engineer followed up with case support. The cases went without issues. The system is operational. The faulty piu was sent to the (B)(4). (B)(4) found that the defective opto-switch of the ECG card caused the issue. The card was sent to a subcontractor for repair. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
The concomitant products: c3 ez steer cs with auto ID: model # d-1263-06-s, lot # 15582449m. C3 webster quadrapolar with auto ID - fixed model# d-1086-782-s, lot # 15607231m. Stockert: model # m-5463-01, serial # (B)(4). Navistar: model # d-1183-08-s, lot # 15518542m. Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. (B)(4).